Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the lead screw test. The insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.